Event description:
Reportedly, during pt use, the silence and reset light emitting diode (led) was observed to be blinking randomly. The pt was manually ventilated before being transferred to another ventilator. There were no reported serious or negative pt consequences.

Manufacturer narrative:
(B)(4).